Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Firing trigger teeth, yoke teeth. The analysis results found that the atw45 device was received with the clamping damaged. A tr45w cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a urology procedure, on the first attempt at using the product and upon closing the device it was making a plastic clicking noise and would not fire. The surgeon removed the instrument and proceeded with a competitor device. Delay of two minutes. There were no adverse consequences for the patient reported.